Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to bleeding lcd glass. Unable to perform any tests due to lcd physical damage.